Manufacturer narrative:
Concomitant medical products: product ID: 995cs25 tissue valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a vegetation infection. The ipg system was removed and replaced. Cultures were taken and were positive. No further patient complications have been reported as a result of this event.